Manufacturer narrative:
Complaint confirmed, the plate was found to be broken in half. The device was evaluated and appears to meet dimensional and material specifications. The most likely cause is a an external mechanical load applied to the device post-surgery.

Event description:
It was reported that the plate broke in half few days after the surgery. Update 25-feb-2019: we received x-rays of the first and second surgery. X-rays taken on (B)(6) 2018 show fracture of clavicula, x-rays after initial surgery taken on (B)(6) 2018 show that plate is intact. Revision surgery was performed on (B)(6) 2019, final x-rays taken on (B)(6) 2019 show that plate from revision surgery is intact. No further information have been made available by reporter.